Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the device was replaced lead impedance and thresholds increased over time. A lead warning was noted and the right ventricular (rv) lead exhibited high and undefined impedance. It was also noted that there was no capture. The rv lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.